Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, damaged cable) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the test failure and reported alarms was isolated to a broken joint that connects the rear pulse wires inside the distribution node (dn). The root cause for the broken joint was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving arrhythmia alarms and that the electrode belt had a damaged cable.